Event description:
During an or case, the staff observed the 'dirty alarm' on the ethicon endo harmonic scalpel generator. The scrub nurse cleaned the (new) harmonic scalpel device, but the alarm continued. Staff discontinued use of the (new) harmonic scalpel, saved the device and the packaging was discarded. A second (re-processed by ascent) harmonic scalpel was opened from packaging and the case continued. As the case continued, the tip of the second harmonic scalpel fell off. The scrub nurse located a tip and placed it back on the table. After the case was finished, the scrub nurse noticed that the first scalpel (new one) also was missing a tip. After a diligent search, the tip could not be located. The tips are made from teflon and translucent to x-ray. A CT was ordered and the results were negative.